Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Visual, x-ray and electrical examination did not find any anomalies.